Event description:
It was reported that the anchor smashed as it was being pounded in. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.